Event description:
It was reported that the ilet displayed dosing stopped and bg run mode expired while the user¿s dexcom app continued to show cgm values, and the user had not entered the cgm pairing code into the ilet, resulting in missed automated insulin dosing; the device component involved was not applicable as a specific part failure was not identified. Symptoms included hyperglycemia with reported glucose values of 224 mg/dl on cgm and 219 mg/dl by fingerstick. Outcomes included a missed dose due to suspended dosing. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper procedure where the cgm pairing code was not entered into the ilet, which prevented dosing; the device component term remained not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.